Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels was 60 mg/dl every single day since (B)(6) 2016. Reportedly, the customer would temporarily stop insulin and eat something sweet to address the low bg levels. The customer has reverted to manual injections. Tandem customer technical support recommended to consult with health care provider regarding diabetes management.